Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The connections were checked between the display, power control board, and the anesthesia control board. A loose connection was noted and resecured. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.